Manufacturer narrative:
Device 2 of 3, e1: (B)(6). Patient country: finland.

Event description:
Unomedical reference number (B)(4). Event occurred in finland. On (B)(6) 2024, it was reported that pump giving insulin flow blocked alarm with 3 different sets and reservoirs. The pump detected an occlusion that prevents the flow of insulin. The patient rewinded pump and reinserted the reservoir, however, insulin didn't exit and pump alarms. No further information available.